Event description:
The argon beam electro-surgical unit did not perform properly. The probe had to be placed directly on the mucosa for it to work. The patient had a perforation in his colon. During the case, the probes were changed and all connections, settings, and gas outputs were checked. Later, clinical engineering staff members checked output powers, grounding pad resistances, alarms, gas flows, and arc tested the equipment. All components passed, and all the equipment operated normally. This was a loaner unit after our original esu machine had been sent out due to complaints from doctors that it would not arc properly, even though the equipment tested fine, and operated properly outside of patient's bodies.